Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Left side silent rupture.

Manufacturer narrative:
The device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation.